Event description:
A vender quality report ((B)(4)) was received from a durable medical equipment (dme) supplier reporting a pt death that occurred on (B)(6) 2011. There is no specific complaint alleging a product malfunction. The dme stated that they were contacted by (B)(4) informing them of an investigation into the death of a pt and requested a download of the pt data only. The MFR received the device to perform the download of the pt data and it was noted that the battery was depleted. The apnea monitor's memory data was downloaded and analyzed by trained associates. The downloaded memory revealed the apnea monitor was in use from (B)(6) 2011 through (B)(6) 2011. Based on the download, it has been determined that the device was not in use during the time of the pt incident that occurred on (B)(6) 2011. The pt download data was forwarded to (B)(4) per this request and the apnea monitor is currently in quarantine.

Manufacturer narrative:
There was no allegation of device malfunction and the device was determined to not be in use at the time of the reported pt death. If further info becomes available regarding this incident, a f/u report will be submitted as appropriate.